Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed help with programming their replacement insulin pump. The customer had experienced a high blood glucose level of 402 mg/dl. They had been vomiting since they got the new insulin pump. They had been adjusting the settings themselves. They were advised to discontinue use of the insulin pump until their health care professional has given them the right settings. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.